Event description:
New information received noted that programming changes were performed. The patient had no adverse consequences.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed that the patient's pacemaker was in backup vvi mode. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.